Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a right hemicolectomy procedure, the stapler was clamped on the tissue of the sigmoid rectum and fired. Once released, there was no transection line and the staples had come out and formed however had not formed on the tissue but rather just outside the cartidge. This happened on the first firing. The cartridge was then replaced and device fired again to which the same thing occured. A new stapler then was opened and used (from the same lot number) to which the exact same thing then happened again. The surgeon then had to resort to using another stapler. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the cs40g device was received in good visual conditions and with no reload present. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.